Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD), after connecting this right ventricular (rv) lead, there was noise with false detection of ventricular fibrillation when manipulating the pocket. The pocket was re-opened, this rv lead was replaced, and the pocket closed again; however, noise was still observed on the rv channel. The pocket was re-opened again and the new lead was tested with a pacing system analyzer and no noise was observed. The ICD was then also replaced, resulting in a clean signal. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the additional surgical intervention and prolonged procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Cuts were observed in the outer insulation that were consistent with user-induced damage during the procedure. Laboratory testing was unable to reproduce the reported clinical observations did not reveal any abnormalities other than the induced lead damage.

Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD), after connecting this right ventricular (rv) lead, there was noise with false detection of ventricular fibrillation when manipulating the pocket. The pocket was re-opened, this rv lead was replaced, and the pocket closed again; however, noise was still observed on the rv channel. The pocket was re-opened again and the new lead was tested with a pacing system analyzer and no noise was observed. The ICD was then also replaced, resulting in a clean signal. No additional adverse patient effects were reported.